Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of repeat reactive (positive) atellica im toxoplasma igg (toxo g) results for a patient that were discordant relative to alternate method test results. Results were sent to the physician and the patient. The customer obtained an initial positive atellica im toxo g result on a serum sample (ID (B)(6) from the patient on (B)(6) 2026. The customer sent the sample to another lab for alternate method testing, which resulted non-reactive (negative). A new serum sample (B)(6) was drawn from the same patient on the next day (B)(6) 2026 and the atellica im toxo g result was positive. The customer sent the sample to two different labs for alternate method testing, which resulted negative. There are no allegations of patient or user intervention or adverse health consequences due to the event. Siemens is investigating. Note - this MDR report is submitted for the 20-jan-2026 discordant result. A separate MDR is submitted for the 21-jan-2026 discordant result.

Event description:
The customer obtained repeat reactive (positive) atellica im toxoplasma igg (toxo g) results for a patient that were discordant relative to alternate method test results. Results were sent to the physician and the patient. The customer obtained an initial positive atellica im toxo g result on a serum sample (ID (B)(6)) from the patient on (B)(6) 2026. The customer sent the sample to another lab for alternate method testing, which resulted non-reactive (negative). A new serum sample ((B)(6)) was drawn from the same patient on the next day (B)(6) 2026 and the atellica im toxo g result was positive. The customer sent the sample to two different labs for alternate method testing, which resulted negative. There are no allegations of patient or user intervention or adverse health consequences due to the event.